Event description:
The company was made aware that the patient's electrode array migrated out of the cochlea. Repositioning surgery to correct the placement of the electrode array was performed. The patient continues to be monitored.